Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient eason as not able to see as expected and clinical reason for explant being patient couldn't see well with lens design, better suited for upgraded lens. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).